Event description:
Surgeon reported, "pt didn't get restriction of the band. During x-ray, it was noticed that the tubing was completely broken. The pt was re-operated and got a new band."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. Visual exam of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."